Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported failure. Physio observed that the device had been possibly exposed to high humidity or water which had created a musty/moldy smell when the device was opened. Also observed were some mold spores on a coil paper tag. Physio could not determine if the possible exposure to moisture contributed to the device failure. Physio determined that the cause of the reported failure was the digital pcb assembly which had excessive electrical current leakage. Further component level cause could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and would not power on. There was no patient use associated with the reported event.